Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump was delivering faster than intended. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The device passed all functional and accuracy tests and was found to be within manufacturing specifications. No cause was found, the reported issue was not verified; however, the device was calibrated, and preventative maintenance was performed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified that this device had previously been repaired on 14-feb-2022 to replace downstream occlusion sensor, keypad, and overlay. These repairs should not directly impact delivery accuracy.